Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received a shock therapy. The last shock knocked the patient to the ground and experienced pain. Boston scientific technical services (ts) discussed to seek medical attention for further device evaluation. This ICD was explanted and replaced. No additional adverse patient effects were reported.